Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 2.50 x 28 synergy¿ drug-eluting stent was deployed to treat the lesion. However, while negotiating a balloon for post-dilatation, it was noted that the stent deformed. The left out segment was treated with non-bsc stent. No patient complications were reported and the patient's status was stable.